Event description:
Taxus express2 post market surveillance study. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient developed restenosis. The index procedure treated the de novo, 75% stenosed, 2.5x24mm lesion of the distal rca (right coronary artery). Treatment consisted of direct stenting using a 2.5x24mm taxus express2 stent at 10atm and post dilation using the delivery balloon at 18atm. Post implant, ivus (intravascular ultrasound) showed the stent was well positioned and well expanded with 0% residual stenosis. The patient was discharged two days post procedure on bayaspirin and panaldine. The patient returned 196 days following the index procedure, for a study scheduled 6 month follow up. The patient was diagnosed with silent ischemia and a 99% stenosis of the 2.5x10mm distal rca was found and treated with balloon dilation on day 199. The treatment resulted in 25% residual stenosis and the patient was discharged on day 201, remaining on bayaspirin and panaldine. There were no problems at the one year follow up. The investigator assessed this event as definitely related to the study device.

Event description:
Additional information:same case as MFR report #:2134265-2010-02765.same patient as MFR report #: 2134265-2010-02061, -02235, -02236, -02768.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
As the device was not returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found, and the device met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within dfu.